Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.010.523, lot: l504146. Manufacturing location: bettlach, release to warehouse date: sep 22, 2017. The device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Material 1.4542 was used with correct hardness after procedure and documented in DHR file. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection performed at customer quality (cq) noted that the device distal most four threads have broken off of the device¿s threaded tip. The threads appear to be lodged in the returned insertion handle (03.033.001). The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. The complaint description notes that the device was cold-welded to the insertion handle and was unable to be taken apart. Prior to receipt at customer quality the devices were disassembled likely contributing to the received condition of broken. As the failures are related the complaint is confirmed. Relevant drawings were reviewed during investigation and no design issues were noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. No dimensional inspection of the relevant features, distal threads, was able to be completed due to post-manufacturing damage. A visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, after the successful completion of an intramedullary nailing of the right femur, the driving cap became cold-welded onto the radiolucent insertion handle and could no longer be taken apart. There was no patient consequence. This report is for one (1) driving cap/threaded. This is report 2 of 2 for (B)(4).